Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system, with results of 581mg/dl and 164mg/dl. Quality controls were ran and l1 was out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.